Manufacturer narrative:
Device analysis: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same case as MDR #6000089-2007-00501. It was reported that one hour and 37 minutes post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician successfully deployed a 2.5x12mm taxus express2 drug eluting stent in the distal 1st obtuse marginal (om). The stent was deployed at 11 atms for 13 seconds. The stent catheter was removed. Then, the physician delivered a 2.5x12mm taxus express2 eluting stent to the proximal 1st om. The stent was successfully deployed at 12 atms for 14 seconds. The stent catheter was removed and the procedure was completed. No pt complications were reported. Medications used during the procedure included versed, fentanyl, angiomax, morphine, nitroglycerine, and plavix. 1 hour and 37 minutes later, a thrombosis occurred. The physician advanced a 2.5x12mm maverick balloon across the distal 1st om. The balloon was inflated at 4 atms for 7 seconds, 4 atms for 10 seconds, and 4atms for 8 seconds. The balloon catheter was removed intact, and a 2.5x8mm express2 bare metal stent was advanced across the lesion and deployed at 14 atms for 15 seconds. The stent catheter was removed, and a 3.0x9mm nc ranger balloon was advanced across the lesion and inflated at 9 atms for 20 seconds. The balloon catheter was removed and the procedure was completed. Medications used during the procedure included heparin, integrilin, and nitroglycerine. The pt condition is reported as fair.